Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported ¿the wires were opposite when they were put in¿ so they were getting more power through one of their legs and buttocks than the other side. As a result the consumer went in for an adjustment to ¿get the impulse from the right leg more to the left leg.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.